Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was also reported that the patient experienced phrenic nerve stimulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced diaphragmatic stimulation. The left ventricular lead was turned off because the patient could not get paced out of the stimulation. The lead remains in use. The patient is a participant in the (B)(6) clinical study. No further patient complications have been reported as a result of this event.